Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous left side of common femoral artery. After crossing the lesion with a non bsc guide wire, a 7.0 mm x 20 mm x 135 cm sterling balloon catheter was used to predilate the target lesion. During the first inflation, the balloon ruptured at 14 atms. The flow was improved and the procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).